Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that intra-operatively when the ins was out of the pocket the connection from the handset to the ins was fine and impedance was good. Once the ins was in the pocket, the rep couldn¿t connect to it. The rep tried using the clinician programmer but got a message about interference. It was reviewed with the caller to turn the operating room lights off and the rep indicated they had tried to turn all the equipment off but still couldn¿t connect. It was reviewed that it is likely that they¿ll be able to connect once out of the operating room, given that connection was fine earlier, and due to the interference message seen on the clinician programmer and handset not connecting. Later, the rep reported that they were able to connect outside of the operating room. No patient symptoms were reported. No further complications were reported.